Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump battery could not be charged. Blood glucose was not impacted. The customer is using a backup insulin pump to continue therapy.